Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what was the initial procedure? What is the procedure date & event day? What do you mean by "named in the complaint below"? Please explain what was used to complete the procedure? What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the control release released too easily from the suture . The procedure was completed with no patient consequences. Additional information was requested.